Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of an unknown error message is reportable based on the finding of an app crash. No injury or medical intervention was reported.